Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The root cause of the problem reported was due to biological debris. This debris on the cam mechanism, spring, spring pillar, and ruby ball, seat of ruby ball and on the base plate can cause this type of problem noted. Based on the results of the investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate explained that they explanted the device routinely. Based on the results of the investigation, a report is being filed.